Event description:
Customer reports that tip of catheter is clogged with lubricant. Unable to pass urine.

Event description:
Customer reports that tip of catheter is clogged with lubricant. Unable to pass urine.